Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 08/22/2016 that a customer had an issue with a gauze pad. The customer states the or staff are noticing the gauze are falling apart and little pieces are falling off the gauze.

Manufacturer narrative:
Submit date: 10/04/2016. There was no lot number provided with this complaint therefore it was not possible to complete a review of the lot history. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The lint/short fibers were possibly caused within the slitting process in which the vacuum suction was not strong enough to remove the excess fibers after the gauze was cut into slits. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As part of the in process visual inspection requirements are met for inspection linting/contamination. An existing formal investigation action is being taken to address this failure/defect for linting. The corrective and preventative action (CAPA) was opened because of linting/short fibers on and is currently ongoing. The 6m process gave the team four different action items to implement to address the nonconformity of short fiber/ linting. The action items below will be implemented prior to the implementation date and will allow the CAPA to meet its effectiveness goal set hence forth. The existing piece of equipment for measuring the amount of short fibers does not perform as intended, and is very outdated. A modern piece of equipment will be investigated and will determine if a quantifiable measurement of fibers is feasible. Install a system to signify if the vacuum is working on the tenter and is on. Increase the amount of suction on the tenter vacuum. Determine if mean time to fail on the knife blades can be determined for the blades on the tenters where the gauze cut and develop limit samples for wear, implement inspection frequency for wear, and determine when to change blades and how to document activity. Although this CAPA is specific to the vistec product codes, the preventive action is being performed for all gauze products. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Quality notice was issued to the factory to provide an increased awareness for this type of defect was performed to ensure containment for the reported condition.